Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being worked up for explant vs transplant and was to be admitted after right heart catheterization with leave in in swan for exercise tolerance in the intensive care unit (ICU). All the workup results were to be presented to selection committee. The patient was in the operating room scheduled for ventricular assist device (vad) explant on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was to be admitted after right heart catheterization, with a leave in swan for exercise tolerance in the intensive care unit. The patient was scheduled for left ventricular assist device explant. No device related issues were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.